Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the left trans-femoral artery was utilized as the access site, with a minimum access vessel diameter of 4.8 millimeters (mm) × 5.2 mm. Upon insertion of the inline sheath, it was unable to be fully inserted. Subsequently, a peripheral balloon dilation was performed with a 6 mm balloon. Upon advancement of the delivery catheter system (dcs), it was unable to advance, and bending of the capsule was confirmed. It was also observed that tissue was found adhered in the gap between the nose cone and capsule. Subsequently, a new valve and delivery catheter system (dcs) were opened. The system was successfully passed through the patient's anatomy and the valve was implanted. Upon removal of the system, the patient's blood pressure decreased, and rupture of the vessel near the left external iliac artery to the common iliac artery. Subsequently, surgical bypass was performed using a non-medtronic vascular graft.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-23; product lot/serial number: (B)(6); product type: 0195-heartvalves. Medtronic product ID: evolut-inline sheath lot #: unknown; ubd: unknown; implant date: non-implantable non-medtronic. Product ID: unknown introducer sheath; lot #: unknown; ubd: unknown; implant date: non-implantable non-medtronic. Product ID: unknown peripheral dilation balloon; lot #: unknown; ubd: unknown; implant date: non-implantable. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the left trans-femoral artery was utilized as the access site, with a minimum access vessel diameter of 4.8 millimeters (mm) × 5.2 mm. Upon insertion of the inline sheath, it was unable to be fully inserted. Subsequently, a peripheral balloon dilation was performed with a 6 mm balloon. Upon advancement of the delivery catheter system (dcs), it was unable to advance, and bending of the capsule was confirmed. It was also observed that tissue was found adhered in the gap between the nose cone and capsule. Subsequently, a new valve and delivery catheter system (dcs) were opened. The system was successfully passed through the patient's anatomy and the valve was implanted. Upon removal of the system, the patient's blood pressure decreased, and rupture of the vessel near the left external iliac artery to the common iliac artery. Subsequently, surgical bypass was performed using a non-medtronic vascular graft. Additional information was received that there was no misloading or unusual resistance felt during the loading of the first valve. The patient's calcification in the lower limbs was noted as a contributing factor to the capsule issue of the first dcs. A procedural delay occurred as a result of the capsule separation. Per the physician, the cause of the rupture was due to either one of the multiple sheaths, guidewires, and dcs used, or the combination of these devices, and the dcs cannot be excluded as a contributing factor. On the same day as the implant procedure, major hemorrhaging was observed. Additional information was received that a non-medtronic sheath and non-medtronic guidewire were used during the procedure. The major hemorrhaging was observed at the same site as the perforation as the perforation led to the bleeding in the left lower extremity, from the external iliac artery to the common iliac artery. Per the physician, the dcs cannot be ruled outas a contributing factor to the hypotension or the hemorrhaging, and the perforation cannot be ruled out as a contributing factor to the hypotension; however, the hypotension was not related to the valve. The patient calcified anatomy in the lower extremities was noted as a contributing factor to the perforation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Adverse event and product problem. B2. Outcome attributed to adverse event. B5. A second paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that the dcs may have contributed to a serious injury. The event is now a reportable serious injury. H6. Annex e codes and annex a codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the left trans-femoral artery was utilized as the access site, with a inimum access vessel diameter of 4.8 millimeters (mm) × 5.2 mm. Upon insertion of the inline sheath, it was unable to be fully inserted. Subsequently, a peripheral balloon dilation was performed with a 6 mm balloon. Upon advancement of the delivery catheter system (dcs), it was unable to advance, and bending of the capsule was confirmed. It was also observed that tissue was found adhered in the gap between the nose cone and capsule. Subsequently, a new valve and delivery catheter system (dcs) were opened. The system was successfully passed through the patient's anatomy and the valve was implanted. Upon removal of the system, the patient's blood pressure decreased, and rupture of the vessel near the left external iliac artery to the common iliac artery. Subsequently, surgical bypass was performed using a non-medtronic vascular graft. Additional information was received that there was no misloading or unusual resistance felt during the loading of the first valve. The patient's calcification in the lower limbs was noted as a contributing factor to the capsule issue of the first dcs. A procedural delay occurred as a result of the capsule separation. Per the physician, the cause of the rupture was due to either one of the multiple sheaths, guidewires, and dcs used, or the combination of these devices, and the dcs cannot be excluded as a contributing factor. On the same day as the implant procedure, major hemorrhaging was observed.

Manufacturer narrative:
Corrected data: annex a code (a0413) which was submitted on the initial medwatch was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.